Manufacturer narrative:
Evaluation summary: the reported event of the plate was broken in the middle for distal lateral femur plate axsos 3 ti for right femur 14 hole / l310mm could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The patient bmi is 35.3 which leads to an obesity condition (bmi>30 is egal to obese) note: "contraindications, the physicians' education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. [...] Obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. [...] Detailed information is included in the instructions for use being attached to every implant. See instructions for use for a complete list of potential adverse effects and contraindications. The surgeon must discuss all relevant risks, including the finite lifetime of the device, with the patient, when necessary. Of the device itself" (axsos-st-5 rev 1 axsos 3 axsos 3 ti distal lateral femur optech, axsos-st-5 rev. 1, 08-2014) "post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. [...] The risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up. [...] Informing the patient the surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future." (V15013 k non active implant IFU) a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Plate was broken so surgeon revised patient to a intramedullary nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Plate was broken so surgeon revised patient to a intramedullary nail.